Event description:
Device 1 of 2. Ref MFR report #: 1627487-2013-05544. It was reported the pt had fallen. Since the fall, the pt has been experiencing inadequate coverage and stimulation turning off by itself. Reprogramming was unsuccessful. The pt may undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.